Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a bolus anomaly. The blood glucose at the time of the incident was 190 mg/dl . The insulin pump calculated the wrong amount of insulin for a bolus when the customer used the bolus wizard. The customer called from school because her blood glucose levels were high and the pump should have given a correction but it did not. Troubleshooting was not performed because the customer's father does not have the pump with him. The device will not be returned for analysis.